Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The repair is in process and parts have been ordered. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power up and had a battery pack stuck in position. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b3, b4, d9, e1 (site country), e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) would not switch on and one battery stucked. The customer reported cardiosave isn't powering up at all, either on battery or mains power, and one of the battery packs is stuck in position. Customer also commented they have another cardiosave that is displaying a safety disc service required, hence they would like this machine checked/serviced as well, as they have effectively 2x balloon pumps out of action. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found cardiosave would not power up and found to be leaking helium. To resolve the issue he replaced drive manifold assembly, pcb, front end board, pcba processor, power management board, battery . All working correctly now. No patient involvement.